Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly, half of the screen was black with a "spiderweb design" that blocked the graphics and text. Customer confirmed screen itself was not cracked. Customer's blood glucose was 140 mg/dl. Reportedly, customer continued to use the pump for insulin therapy and manual injections as alternate insulin therapy.